Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Supplier DHR not requested since the device has a potential field age of 6 years. The material is conforming to specification per rir. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A hybrid offset shell inserter was returned, visual evaluation identified the following: the threaded tip was fractured and the fractured portion was not returned for evaluation. There were nicks and gouges on the device consistent with use over a potential field age of approximately 6 years. Evaluation of the returned product does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). PMA/510k: foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw at the tip of the impactor is broken, unable to screw the impactor to the maxera claw instruments. They were able to finish the surgery without any delay. No harm was done to the patient and nothing fell into him either.